Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not charge the pump and the pump battery fully depleted. The customer's blood glucose (bg) level rose to 300 (mg/dl). A manual injection was administered to address bg level. The customer declined further assistance and stated a cartridge would be reloaded onto the pump following the report.